Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through similar trends.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty switch board. The switch board has been replaced. Additional: a service history review revealed that the device has not been previously serviced by baxter. A device history review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter to report an infusor in which when the device starts to run, the device alarms with no message and repeats this cycle. The event occurred during programming/set-up in the operating room. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.